Manufacturer narrative:
Concomitant product: product ID 37761, serial # (B)(4), product type recharger. (B)(4). Analysis of the recharger, serial # (B)(4) determined the connector was broken and the recharge antenna was discolored.

Event description:
The healthcare professional (hcp) reported that the connector pin was damaged. The patient had sciatic nerve down to her ankle because her implantable neurostimulator (ins) battery was dead. This was considered a sudden change in symptoms. The patient could not recharge because the recharger was not working. The patient noted that the ¿shot didn¿t work.¿ the replacement desktop charger did not resolve the issue. The recharger was not charging and the screen was blinking. If additional information is received, a supplemental report will be sent.